Event description:
In 2007, a surgical graft was implanted in the pt's aorta. Two days later, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A final intraoperative angiogram revealed that one of the gore tag thoracic endoprostheses had moved proximally and was dislodged from the surgical graft. The physician advanced two balloon catheters through a 24 fr gore introducer sheath in an attempt to move the gore tag thoracic endoprosthesis to the desired location. However, the pt lost over a liter of blood from the trailing end of the introducer sheath. The pt's blood pressure dropped and the pt's EKG became irregular. Resuscitation attempts failed and the pt expired. No devices will be returned.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: this event involves a gore tag thoracic endoprosthesis; please refer to medwatch # 2017233-2007-00289.